Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires and adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was damaged. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed adjust belt messages and was damaged.